Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded a new cartridge with assistance from technical support, and the issue was resolved.